Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) up to 500 mg/dl with no report additional symptoms associated with an alleged cartridge leak issue. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reported doing several boluses to adjust bg but it did not come down. During troubleshooting with customer technical support (cts), it was revealed that there were the cartridge was leaking. The patient was advised to replace the cartridge and their bg level went back to normal. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to an alleged cartridge leak issue.